Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as the electrode lead. In addition, the electrode ground ring was damaged. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed cut electrode wires near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance and poor loudness growth. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as the electrode lead. In addition, the electrode ground ring was damaged. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The scanning electron microscopy (sem) analysis of the electrode pocket revealed no corrosion. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.